Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There have been no changes in the raw material/supplier, processes and technicians personnel. There have been no other complaints for the lot. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. The root cause will be assessed upon the sample investigation completion. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a glaucoma filtration device (gfd) procedure, the device would not load correctly and had to use a second one. Additional information was received that there was patient contact with the gfd. There was no patient harm.

Manufacturer narrative:
Product evaluation: the sample was not received by manufacturing site. Since no sample was received, no root cause can be determined. The manufacturer internal reference number is: (B)(4).